Manufacturer narrative:
Additional information: b1, g4, h1 this report 3006451981-2019-00127 was sent in error as a duplicate for MFR report number: 3006451981-2019-00113, any additional information received in the future will be captured and submitted under the report number 3006451981-2019-00113. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted sigmoidectomy procedure, surgeon used the device for anastomosis of the descending colon to the rectum. The stapler was new to the circulator, scrub, physician¿s assistant (pa) and surgeon. As packaged, the stapler came with a rigid plastic tab that needs to be removed prior to use. The plastic piece was removed by the scrub, voiced concerns of unfamiliarity with the stapler because the nurse noticed a white foam/plastic c-shaped disc was stapled to the removable plastic insert. The staple was not closed, the metal ends were sticking straight out of the disc. The white disc had two rows of staples imbedded in the plastic. The stapler was inserted by the surgeon into the rectum and fired to join the rectum and the descending colon. Immediately after being fired, the pa (in the abdominal field) noticed bleeding and stated that something is not similar to the anastomosis, not ¿looking right¿. Surgeon inspected the anvil with the two donuts of bowel and found that both rings were intact. After surgeon scrubbed back into the abdominal field, the surgical team noticed that the stapler cut the anastomotic donuts but did not fire nay staples. The surgical team had to control the bleeding before re-doing the entire anastomosis. The team had to open a new contour stapler for the rectal end and re-do the purse string on the proximal end. The device malfunction leas to an extra 90 minutes of operative time, extra opened supplies, and exposed patient to a potential infection risk by possible contamination of open bowel in the abdominal cavity.